Event description:
It was reported that the side-firing fiber was noticed to have commenced forward firing at 76,799 joules during a prostate procedure. Two additional fibers were reported one prior and one after under (reference MFR report numbers 2937094-2012-01197 and 2937094-2012-01244); at which point the physician decided to complete the procedure with another fiber. There was no report of pt injury.

Manufacturer narrative:
(B)(4).